Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor passed. Performed bicarbonate buffer test and sensor passed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer return sensor opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode of the removed sensor was undulant than usual. The customer blood glucose level was unknown. The sensor will be returned for analysis.